Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. The suspect pump was returned for evaluation. The event history log (ehl) was reviewed and there was no issue related to complaint. The device was visually inspected and found downstream occlusion (dso) seal delaminated and upstream occlusion (uso) sensor defective. The service history review had no indication that the complaint was related to a service of the device within the review period. The customer reported issue, "failed accuracy of +6.6% occurred during testing" was not confirmed/duplicated during the accuracy test. The uso sensor and dso seal were replaced. Performed uso/dso calibration and performance validation test. The device passed all functional testing after repair.

Event description:
The customer returned the device stating, "failed accuracy of +6.6% occurred during testing". During device evaluation it was found the downstream occlusion (dso) seal delaminated and upstream occlusion (uso) sensor defective.